Manufacturer narrative:
Block b3: exact date unknown, event occurred approximately in the year of 2024.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate pain relief.